Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and was hospitalized on (B)(6) 2017. The customer¿s blood glucose level was almost 600 mg/dl at the time of the incident. The patient¿s current blood glucose was 525mg/dl. The customer reported that the customer woke up with sugar of over 600mg/dl. The customer went to hospital couldn't get sugar before 600mg/dl. Now it was going back up. At the time of hospitalization blood glucose was 591mg/dl. The customer was wearing the pump at time of hospitalization. The hospital discharged customer with blood glucose of 362mg/dl. The customer declined to perform the high pressure test. Previously blood glucose was 525mg/dl, 530 mg/dl. Only one time today did blood glucose go under 400mg/dl. Previously she was 169 before bed, and when she woke up she was high. The reading was showing over 600mg/dl. She would give her intravenous and it brought her blood glucose down to 362mg/dl and discharged her. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.